Manufacturer narrative:
A replacement pump was sent to the customer. An initial clinical eval was conducted on (B)(6) 2010; it was not clear if the customer's issue was due to the pump or infant latch issues. The pump was returned (B)(6) 2011 and given to engineering for eval. It was confirmed the pump was not working to spec, but was instead operating in a failure mode. A pump in failure mode will only run at maximum vacuum or not at all; the potentiometer only works as an on/off switch in this mode. The eval was passed back to clinical to see if this type of failure could have contributed to the original customer reported issue. Clinical responded on (B)(6) 2011, but did not provide any further clarity (not clear if issue was due to the pump or infant latch). Returned report to clinical on (B)(6) 2011 to get more clarification on how the pump may have contributed to the issue. Received final clinical response on (B)(6) 2011 that, due to the sequence of events, it cannot be determined if the pump did or did not aggravate the customer's issues. The decision was then made to submit a medwatch based on this info. Per the info provided during clinical f/u, the customer's issue has been resolved; the original pump has been removed from use. An investigation has been initiated for pump in style pain while pumping issues. Any add'l f/u actions will be established as a result of the investigation process. Eval summary: (B)(6) 2011 engineering eval: ran pump to measure vacuum levels: pump was operating in failure mode (motor runs cam 360 degrees). There was an audible grinding noise which seemed to be coming from either the gear box or the cam assembly. I measured the following vacuum data using the keyence gauge and vacuscreen for cycle data. Clinical eval: per f/u with customer: customer began pumping to increase supply; used a 3 yo pnsa from previous infant; complained pump only worked on high vacuum; customer thought motor was not functioning properly; breastfeeding experience has been complicated by many add'l issues not related to the pump (thrush, has to use a nipple shield); mother did have issue with cracked nipples used tender care-nipples are healed; not clear if this was a pump issue or baby issue - can only nurse with nipple shields as infant causes her discomfort/pain while direct breastfeeding; replacement pnsa sent; replacement pump is functioning correctly; customer received RMA to return pump; will return pump when she receives tubing (per customer service). Clinician's summary: customer used 3 yo pnsa; pump did not function on low vacuum setting; mother experienced nipple cracking; however, breastfeeding was further complicated by other issues i.e., thrush/painful infant attachment; mother has to use a nipple shield while direct breastfeeding due to painful nature of infant's latch; unclear if nipple cracking was due to vacuum setting of pump or infant latch issues; mother used tendercare to treat cracked nipples; replacement pump issued working without issue - mother even says initial vacuum setting too low for her - has to turn up vacuum strength; issue resolved. Recommend returned pump be evaluated. Clinical response: customer's nipples healed; replacement pump working without issues; this customer's breastfeeding was complicated by thrush and tender nipples causing her to use a nipple shield whenever breastfeeding; engineer's report demonstrated vacuum level of returned pump functioning within acceptable vacuum levels; due to the sequence of mother's breastfeeding issues complicated by thrush which causes very sore, tender nipples while using the pump, I cannot determine unequivocally that the pump aggravated this customer's nipple issues. Unless further info is obtained from customer stating add'l info, the clinical portion of this complaint file is complete without permanent injury to customer. Engineering eval: the pump operates by rotating a cam back and forth, hence pulling a diaphragm back and forth (which creates and releases vacuum). The circuit board changes the direction of rotation of the cam by changing the voltage to the dc motor. To sense when the diaphragm has returned to its starting position (zero vacuum position), the pump uses a plastic flag which mounts to the cam shaft and passes through a sensor, which is mounted to the circuit board. In the event that the flag is no longer sensed by the sensor on the board, such as a situation where the flag breaks off, the pump reverts to a failure mode, in which the motor runs continuously in one direction. The resulting performance of the pump is that of maximum vacuum (210 - 260 mmhg) and approx 60 cycles per minute. The user can turn the potentiometer, but doing so has no effect on vacuum levels or cycle rates. The potentiometer only works as an on/off switch when the pump is in failure mode.

Event description:
The motor only goes to the strongest setting. The pump was purchased with the first child three years ago. She has to keep the pump at the lowest setting so it will not pull so hard and cause pain. She used the manual pump first. If she single pumps, she has less problems. She has been treated for thrush by her dr a couple of weeks ago. She has tried three different breastshields. Breasts are tender. She has shooting pain in the breast and called her dr. The pump does not switch modes unless she pushes the letdown button. The motor did slow down last week, but not since. Her breasts are too sore to test the pump after checking parts.